Manufacturer narrative:
(B)(4). The fsr did not note any damage to the level sensor. He replaced the yellow level sensor. The unit operated to the manufacturer's specifications. The suspect device is being returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the level sensor continuously alarmed "not connected". There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level sensor was giving a "level disconnected" message with an alert sound. The sensor membrane was concave, which was likely cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.